Event description:
On (B)(6), ae was informed by a facility wcn that pt developed bruising while using the flowtron garments (thigh garments). Message left for wcn on (B)(6) 2012 to gather add'l details. Ae met with wcn in person on (B)(4). Wcn feels this is most likely a staff issue at this point. Ac600 pump not isolated. Will attempt to contact wcn again for further details. Pt developed unstageable bilateral lower leg pressure ulcers on lateral aspects of legs, that extended into stage 3 and stage 4 pressure ulcers (12 cm x 2-3cm with tendon exposed); ipc was discontinued. Pt has numerous comorbidities and subsequently expired; wcn stated that the pt's death unrelated to pressure ulcer development.

Manufacturer narrative:
This report is being filed under exemption ((B)(4)) by arjohuntleigh, inc. On behalf of the MFR (getinge (B)(4) co., ltd.).(B)(4). Add'l info will be provided upon the conclusion of the MFR's investigation.